Manufacturer narrative:
The UDI number is unknown as the catalog and lot number were not provided. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to place a cardiomems sensor in the left pulmonary artery with moderate tortuosity and no calcification. The hi-torque (ht) steelcore 18 guidewire and the cardiomems sensor delivery catheter were advanced into the left pulmonary artery and then both the cardiomems sensor delivery catheter and guidewire were pulled back three to four inches. The guidewire remained distal in the artery and at no point was the cardiomems sensor delivery catheter more distal than the guidewire. When the hemoptysis and a possible pulmonary artery perforation occurred, the physician was handling the guidewire and cardiomems sensor delivery catheter. The fluid resulting from the hemoptysis was suctioned out and the patient was noted to be in a stable condition. The procedure was not continued and the sensor was not implanted. No testing was conducted during the procedure, however, a computed tomography (CT) scan was planned for following the procedure. The physician did not specify what the cause of the reported hemoptysis and possible pulmonary artery perforation were. It is unconfirmed but possible that the guidewire caused or contributed to the adverse patient effect. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed because the part/lot numbers were not reported. The reported patient effect of perforation is listed in high torque guide wires instructions for use (IFU) as a known patient effect of coronary stenting procedures. It was reported that the guide wire was used in a procedure to place a cardiomems sensor in the left pulmonary artery. It should be noted that the high torque guide wires IFU states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it is unknown if the IFU deviation contributed to the reported event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: medwatch report #: mw5112174d9.